Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) # k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2019 date of first implant procedure not documented where for pseudomyxoma peritoneum. X3 study stents placed 2x zib6-x-10-60 1 x zib6-x-10-40, all unknown lot#. No adverse events related to the procedure. Post stent placement dilation performed. Re-current biliary obstructions (B)(6) 2019. 4 days post procedure. Due to intra stent stenosis. (B)(4) obstruction within study stent. No signs/symptoms. Endoscopic treatment of new stent. The site determined the event to not be related to the study device, or procedure. (B)(4). On (B)(6) 2019 re-occurrent biliary obstructions. Re-intervention performed. Complete occlusion within stent. Stent placed 1x zib6-x-10-80, unknown lot#. Pre-stent placement dilation performed. On (B)(6) 2019 (B)(4). On (B)(6) 2019 stent placed 1x zib6-x-10-40, unknown lot#, placed side by side with another stent. Pre and post stent dilation was performed. Post stent dilation intra stent. This file will capture x 01 case of abnormal use of treatment of intra-stent stenosis. The reintervention for recurrent biliary obstruction was noted as successful. On (B)(6) 2021, the patient died. The cause of death was unknown.